Event description:
On 11/15/1999, the facility's oncologist informed the previous owner of the MFR of the following: the device was implanted in 1999 (exact date of implant/expant, lot/serial number of the device not provided). The device was found to be leaking and as a result, was explanted 1999 (exact date not provided). Upon explant of the device, a small hole was discovered in the catheter one (1") inch from the stem connection. The device was in the possession of the facility's pathologist. On 11/16/1999, the MFR's rep contacted the facility's pathologist. The pathologist informed the MFR's rep that she would have to obtain permission from the clinician/physician to return the device to the MFR for analysis. The MFR's rep faxed a blank product complaint report (pcr) form to the pathologist for completion. On 12/3/1999, the facility's pathologist contacted the MFR's rep and informed her that the clinician/physician gave persmission to return the device to the MFR for analysis. No further details were provided.